Event description:
On (B)(6) 2013, the reporter contacted animas alleging a time/date reset issue. There was no additional information. There was no reported adverse event associated with this complaint. This complaint is being reported because trouble shooting could not be completed and the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: during investigation, the dates in total daily dose history are incongruent changing from (B)(6)2013 to (B)(6)2013. There was no data in black box from these dates due to continued use. A timekeeping accuracy test was performed; the pump was keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.